Event description:
During the coronary artery bypass procedure, two seals did not deploy out of the delivery tube into the aorta. The surgeon used a side biter clamp to complete the procedure. No additional pt complications were reported by the hospital. This report is for the first seal that did not deploy. The surgeon attempted to use a replacement seal before using the side biter clamp.